Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abdominal distension ("my bloated stomach has definitely reduced remarkably after essure removal"). The patient was treated with surgery (laparoscopially and hysterscopically the essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension was resolving. The reporter provided no causality assessment for abdominal distension and medical device removal with essure. The reporter commented: this case was reported in the records from plaintiff of case 2016-214760. Diagnostic results: x-ray performed before and after essure removal, but results were not provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.